Event description:
A report was received that the patient was experiencing difficulty charging the ipg because of the ipg being too deep. The patient had gain weight after her implant procedure. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint was not confirmed. Device exhibits normal charging and discharging characteristics when charged with recommended optimal alignment. When alignment optimization is reduced, charging can lengthen considerably. The battery is depleting its charge at a rate within the typical ipg battery depletion rate. The specific reason for the charger¿s inability to couple with the ipg is unknown but this condition can occur if the ipg is flipped, tilted, or deep inside the pocket.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg because of the ipg being too deep. The patient had gain weight after her implant procedure. The patient will undergo a pocket revision procedure.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg because of the ipg being too deep. The patient had gain weight after her implant procedure. The patient will undergo a pocket revision procedure.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg because of the ipg being too deep. The patient had gain weight after her implant procedure. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
Additional information was received that the patient's weight gain was not device related nor did the weight gain cause the battery to be too deep.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the old battery was replaced with a new one. The patient was doing well following the procedure. No device malfunction was suspected.